Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmckk / sxpp1a40113, and no non-conformances related to the reported complaint condition were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.